Manufacturer narrative:
Depuy mitek to date had not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instruction for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is a question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of se electrode broke off into the pt's joint space. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the pt.